Manufacturer narrative:
It is not clear if the sample was collected in plasma or serum separator tube. The sample was less than 2 hours in age when sampled and sent immediately for testing by the other method. Qc was within the established ranges prior to and after the event. Service was not dispatched for this event. The samples were sent to bci for further testing. The investigation by bci customer product line support (cpls) revealed that sample signal (both neat and diluted) was impacted by an interference which likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies the results do not correlate with the clinical status of the patient. The root cause for the elevated troponin I results for this one patient is heterophile-like interference related to alkaline phosphatase. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22/2010 for additional reportable events/occurrences .

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to reproducible elevated troponin (accutni) results, above the ami cutoff, generated by access 2 immunoassay system for one patient. The results were discordant to another method, which produced negative results. The patient was admitted to the coronary unit for ECG and further investigation.